Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had no delivery alarm on insulin pump. The customer's blood glucose was 205 mg/dl. Troubleshoot was done previously. The customer stated that they have tried all remedies. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime alarm test, compromised force sensor test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.